Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on 03/13/2014 and the last bolus delivery occurred on 03/12/2014. A review of the total daily dose basal history added up correctly and reflected the user¿s programmed basal rate. A review of the alarm history showed only typical usage alarms. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was observed. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014, he was taken to the emergency room for elevated blood glucose (bg) between 500 and 600mg/dl with nausea, vomiting, thirst, lethargy, and ketones. The patient was reportedly removed from the pump and placed on an insulin drip. Customer technical support reviewed the pump with the patient and found that the basal history did not match the active basal program. Troubleshooting confirmed that the time and date were set correctly. During troubleshooting, the patient admitted to not testing bg regularly, stating that he finds it ¿inconvenient¿. The patient reportedly last checked his bg a week ago. The patient noted that he gives boluses based on how he feels and what he eats. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention potentially related to a basal history issue with the pump. Use error was also determined to be a cause or contributor, as the patient was not testing bgs regularly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.